Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(6). Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided.

Event description:
Distal end of the nail (peri-implant) fracture. Reoperation a month later, exchange of short pfna to long nail due to the peri-implant fracture. This is 1 of 1 report for an unknown nail for event #(B)(4).